Manufacturer narrative:
The facility did not provide an actual date but informed the sales rep that the event date was approx (B)(6) 2010. No correlation between the event and a specific pt was made and no info about the pt was provided. Reference MDR #1219071-2010-00002. The hospital returned 4 pouches of 00030153 (same lot of the actual device involved in the incident). A visual check and performed test were performed. The green location string does not easily pull off the product nor does the blank monofilament. Per the product info and instructions, the locator string is for location/identification purposes only and not for removing the pattie from the wound. While our complaint history shows that this malfunction (i.e. Where a locator string detaches from the pattie) is unlikely to result in a serious injury, we have had two past cases where intervention (x-rays and additional procedure time) were required to find the separated pattie. To be in accord with FDA guidance regarding likelihood, where FDA has indicated that likelihood is demonstrated once you have had at least one "serious injury event" (i.e. Such as a past intervention), we are hereby submitting this MDR as a reportable malfunction. However, we would like to emphasize that no actual injuries have been reported as a result of a string detaching from a pattie; only intervention to find the separated pattie. Additionally, when a string separation has been reported, intervention was only required in a small portion of those events. This product was being used for treatment, not diagnosis. Reference MDR # 1219071-2010-00002.

Event description:
On june 29, 2010, the area sales manager reported that he was informed by the facility on 06/25/2010 of 2 instances (approx (B)(6)). The string separated from the neuray patty. Once when the scrub tech was counting them and the second occurrence happened when the surgeon was removing it from the surgical site. Reference MDR # 1219071-2010-00002.